Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -10.50/1.5/93 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2022. The lens was removed and on (B)(6)2022, a shorter length lens was implanted due to excessive vault the cause is reported as unknown.